Manufacturer narrative:
Initial 3 of 7. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient experienced bent cannula due to insertion of cannula into insufficient subcutaneous tissue event on (B)(6) 2026 due to the event, patient has the patient had high bg of 576 mg/dl and corrected by bolus via pump and the patient was nauseous, checked for ketones; small to moderate. The site of insertion was on abdomen.